Event description:
Customer reported a past high blood glucose event, with the specific value displayed as "high" and the suspected cause unknown. The customer took corrective action by changing the infusion set and cartridge, with the control iq feature turned on during the event.